Event description:
As reported by the edwards implant patient registry, a patient received a second 26mm sapien xt valve 25 days post tavr implant. The initial 26mm sapien xt valve was deployed via the transapical approach with a final 90:10 aortic/ventricular (a/v) position. Post tavr procedure, the patient became symptomatic with fatigue, dizziness and malaise with flu like symptoms. Echo revealed moderate to severe paravalvular leak (pvl) due to native leaflet overhang. A second valve was deployed lower to correct the pvl. The perceived cause was the too aortic placement, resulting in native leaflet overhang.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information: event description; additional text. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (severe native annulus calcification and severe, bulky native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards implant patient registry, a patient received a second 26mm sapien xt valve 25 days post tavr implant. The initial 26mm sapien xt valve was deployed via the transapical approach with a final 90:10 aortic/ventricular (a/v) position. Post tavr procedure, the patient became symptomatic with fatigue, dizziness and malaise with flu like symptoms. Echo revealed moderate to severe paravalvular leak (pvl) due to native leaflet overhang. Post operative day (pod) 25, a second valve was deployed with a final 50:50 a/v position to correct the pvl. The perceived cause of the too aortic placement of the initial valve was bulky, calcified leaflets at the lcc and rcc, resulting in native leaflet overhang. The patient¿s native annulus measured 24.4mm x 24.5mm by CT. Severe annular calcification, severe bulky calcification of the lcc and rcc, and bulky leaflet calcification was reported.